Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jul-23 (B)(4) (rep): information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain non-malignant pain. It was reported that the ¿setting not available¿ message was seen on the controller. It was reported that the patient was able to decrease their stimulation but they could not increase it. Their programs were as follows: a rate 660, pw 370, 4 contacts 9.3 ma before oor b rate 660, pw 360, 4 contacts 12. Something before oor c rate 660, pw 360, 2 contacts it was reported that contact 8 was 26,000 ohms, but was not being used in any programming. Everything else was between 1000-1200 ohms. While on the call the caller used different contacts to that the patient felt stimulation at a lower ma and lowered the rate to 500. The caller would continue to reprogram the patient. The caller also noted that the patient had a fall around the same time they began seeing the settings not available message. The event began about two months ago in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the ¿settings not available¿ message, being unable to increase stimulation and high electrode impedance was the rep was able to program around the electrode with the high impedance. The cause of the reported issue was not determined, but the issue was resolved at this time. The patient¿s weight was asked but was unknown. The rep indicated that the patient initially reported the issue to them. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that all was ok with the patient now. It was indicated that the patient was not using their controller properly and not recharging consistently. The rep did not know the cause of the ¿settings not available¿ message. The patient weighed 160 pounds at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.